Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their therapy had stopped due to a power on reset (por). The patient stated that they were not doing anything unusual and weren¿t around any strong sources of electric magnetic interference (emi) when the error code was seen. Troubleshooting was not possible at the time of the call as the patient didn¿t have access to their programmer. The patient was to check the device to determine the type of por and call back. It was noted that the issue occurred two days prior to the date of this report. Additional information provided on (B)(6) 2016 reported that an informational por screen was displayed. The patient received assistance in clearing the por and was advised to follow up with their healthcare provider (hcp) if the issue occurs again. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.